Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) battery was being drained at an abnormally rapid rate as the main printed circuit board (pcb) was out of specification. It was noted that the device failed incoming functional testing and device shut down on tester, no printouts were available. It was further noted that the upper case gasket was damaged and the lcd (liquid-crystal display) display silicon was damaged. Additionally, it was noted that the one case screw was contaminated and battery drawer was stuck and unable to open when pressed the eject button. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator's (epg) battery was being drained at an abnormally rapid rate. It was noted that one bar dropped within 10 to 15 minutes. Troubleshooting steps were taken by replacing battery which did not resolve the issue. There was no patient involvement.

Manufacturer narrative:
Product analysis update: further analysis of the external pulse generator (epg) was performed. The gasket/liquid crystal display(lcd) screen on upper case and the lcd was found damaged during the visual inspection. The main board, upper case, and the lcd were assembled into a golden unit. The main board failed tests. The infra red(ir) camera showed excess heating of a capacitor component. The tests passed after replacing the capacitor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.